Manufacturer narrative:
A4): patient weight unknown. A5): patient ethnicity unknown. A6): patient race unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, serial number, expiration date, and manufacture date. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Using multiple spectranetics devices (14f glidelight laser sheath, visisheath dilator sheath, 11f tightrail sub-c dilator sheath, 11f tightrail (long) and 16f glidelight), the ra lead was extracted first, followed by the rv lead. Upon removal of the 16f glidelight after the rv lead was extracted, the patient¿s blood pressure began to slowly decrease. Rescue efforts began, including pericardial window and sternotomy. A superior vena cava (svc) perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.